Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while riding home, the infusion set's tubing came apart and it got separated from the patient's body. The site location was left side of stomach and the pump was not working. Reportedly, the blood glucose level was 337 mg/dl at time of incident. No further information available.